Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-12301], there was a trouble connecting to the ipg. As a result, troubleshooting was done by a company representative and the ipg was able to be repaired, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.